Event description:
It was reported that the ilet bionic pancreas generated repeated occlusion alerts while the user was utilizing a contact detach steel infusion set and manually filled cartridge; after a guided full supply change including cartridge, connector, and infusion set, insulin delivery was resumed, and blood glucose remained stable. Customer care provided support with a complete supply change and review of setup technique. Investigation of this case revealed that the occlusion condition resolved after replacement of disposable components. No clinical symptoms reported. Outcomes included temporary interruption of insulin delivery without medical intervention. It was concluded that the event was related to the infusion set/supply configuration and that device function was restored following the supply change.